Event description:
The one touch ultra meter was reading inaccurately high. The night before the event, after eating a small dinner at 5pm the pt took their routine insulin 14 units of 70/30 novolog. Between 11pm and midnight, 42 units of lantus. Routine dosing, no silding scale. The next morning, the day of concern, result was 214 mg/dl, 20 units of 70/30 novolin were taken. Full breakfast at 9-10 am. They only had water throughout the day. Noon reading was 206 mg/dl. At 2pm, 264 mg/dl with 14 units of 70/30 novolog taken. At 3:30 pm the pt began to feel dizzy, headache and then had black spots in front of eyes and were beginning to pass out. The paramedics were called about 4pm, arriving shortly "almost immediately" after. While awaiting the ambulance, the pt's blood glucose was checked with a result of hi. No intervention. On arrival on their unk meter, the reading was 27 mg/dl and IV glucose was given. They advised the family member that pt was "taking too much insulin for the amount that pt eats." The pt was transported to the hosp, a reading on unk meter was 67 mg/dl, and no treatment was given during this 6-hour stay. The customer care rep performed troubleshooting and the reporter had never set the code in the year that they had the meter. The control solution was expired. Based on the info obtained from the reporter, there would be no indication the product malfunctioned since the control solution was expired and code was incorrect, however use error may have led to the adverse event. The meter read hi and the reading on the paramedic meter was 27 mg/dl "almost immediately" after. The pt had symptoms of hypoglycemia and was treated medically for the same.